Manufacturer narrative:
The site was contacted and asked if the device would be returned for eval and they replied that it would not returned. The instructions for use for this device contain a warning that states, " inspect the instrument and cord for breaks, cracks, nicks, or other damage before use. If damaged, do not use." Further, design and mfg improvements to better maintain alignment of the jaws have been implemented. This device was manufactured prior to these improvements.

Event description:
The report stated that on preparation for a gastrectomy it was noticed that the jaw of the ligasure atlas handpiece was a little bit out of alignment. The surgery was begun with this device anyway. The tissue was grasped and the generator went through a full sealing cycle with an end tone, but the sealing was not complete, and oozing bleeding occurred from the vessel. The surgeon then used another ligasure atlas for the remainder of the procedure.